Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a worldwide complaint database search found no additional related reports against the provided product code/lot number combination. Based on the inability to find any additional related reports against the provided product code/lot number combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2003, the patient underwent the tha surgery for left hip at another hospital. Although there was no particular problem after the surgery, the patient visited the hospital ((B)(6) hospital) because of repeated dislocation this year. On (B)(6) 2021, the patient underwent the revision surgery. In the revision surgery, a cup and a stem were replaced with new ones. Because the hospital didn¿t have the same product as the liner which had been implanted in stock, the liner was kept using as it was. When the surgeon checked the liner, the liner in the dislocated direction was broken. The surgeon commented that the breakage of the liner might be one of the causes of frequent dislocation. The revision surgery was completed with no problem. No further information is available. Doi: (B)(6) 2003, dor: (B)(6) 2021, left hip.